Event description:
It was reported that there was an overstimulation sensation. One day prior to the report patient's ins (implantable neurostimulator) was reprogrammed. During the report, adaptive stimulation (as) was referred to as "a gyroscope." It was stated that when the patient got home from healthcare professional's (hcp) office from reprogramming, he was sitting at his computer when the device started "surging," which happened again the night before the report. It was stated that the night before the report the patient tried to reset the position, adjust stimulation and wait 3 minutes, "but it didn't work." It was stated that it felt like stimulation was increasing when it wasn't supposed to. The patient couldn't sleep with the device on so he ended up having to turn it off. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# va05djk013 implanted: (B)(6) 2013, product type lead. (B)(4).